Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated or reprogrammed and that the mode changed from ddd to vvi.~~~~~~~~